Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Device #1 - proglide (part #12673-03; lot #68058-6h), is being filed under medwatch report #2953144-2008-02054.

Event description:
Device malfunction: marker lumen blockage (device #2). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a common femoral artery after a diagnostic procedure. Reportedly, the proglide device was deployed, but upon removal it was noted that the suture was loose. A second proglide was used; however, there was no blood flow from the marker lumen. A third proglide was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was available.